Event description:
It was reported that the patient underwent a removal of an intraocular lens (iol) due to zonulysis. It was reported that the lens was inserted then removed in the same procedure. It was stated that the surgical site was enlarged. No additional information was provided.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fibers, particles, and stains) and dry lubricant solution on the lens surface. Surface residuals are compatible with handling the lens out of a sterile environment. Also, one of tip loop (haptics) was broken. Current manufacturing controls: at the final inspection process lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects including haptic defects and surfaces residuals. Therefore, the sample's condition does not suggest being a manufacturing related issue and may be a consequence of the explant process. All pertinent information available to the manufacture has been submitted.